Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient¿s device was at eri (elective replacement indicator) as of (B)(6) 2018. There was no allegation/dissatisfaction in ins longevity. It was reported that the patient stated their device was ¿not working and they were no longer feeling stimulation¿. It was reported the patient¿s loss of stimulation occurred in (B)(6) 2017. The patient was redirected to follow-up with their healthcare provider (hcp) to have their device checked and discuss symptoms. No further complications were reported/anticipated.